Event description:
During an eight week, open label, (B)(6) study in which individual subjects progressed through four study periods each compromising six hd treatments over a two week period. The patients were given their standard bolus heparin, then 100% of the standard bolus dose, then 80% of bolus standard, then 66.7% of bolus standard. A patient was found to have a significant decline in hemoglobin of 6.6 g/dl on (B)(6) 2010. His prior value on (B)(6) 2010 was 10.2, and he had been increasing after recent increase in his epo dose. Earlier in the month his iron stores were found to be adequate with tsat of 30% on (B)(6) 2010. The patient was withdrawn from the study, repeat hemoglobin confirmed the low value and he declined hospitalization for further evaluation. The patient was hemodynamically stable during dialysis on (B)(6) 2010 and no injury was reported. This event was considered a serious adverse event as hospitalization was deemed necessary. The event was anticipated per study protocol. The outcome was ongoing. The severity of the event was severe and the relationship to the study was assessed as not related.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.